Event description:
At the beginning of a routine hemodialysis treatment in 2008, pt reported that his lips began to swell and he felt his throat closing. Treatment was discontinued with rinseback of the pt's blood. Pt developed hives in his arms and severe itching. Pt was afebrile. Pt went to ER where he was treated with oral benadryl. Symptoms resolved and pt was released. Pt completed 4-5 treatments with no similar problems until twelve days later, pt reported that he broke out with hives and his hands were starting to swell during treatment. Treatment was discontinued with rinseback. Pt took some benadryl and symptoms resolved. Pt reported using the same lot of pre-mixed dialysate fluid for both treatments during which symptoms occurred. No add'l medical intervention was required.

Manufacturer narrative:
Rfp-204 is sterile, pre-mixed dialysate. Dialysate was discarded at time of use and could not be returned for eval, qc records for dialysate lot were reviewed and no problems found. Dialysate from same lot was tested. Lal results were negative and ph within specification. There have been no similar problems reported with this lot of dialysate. Exact cause of pt symptoms is unk. Facility stated pt reports of minor itchiness continuing intermittently with subsequent treatments although less severe. Pt is being referred to an allergist for follow-up. Nxstage medical considers this report closed. No add'l info will be provided.